Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was 295 mg/dl. The customer did not hold down a button for three minutes or longer. Customer was advised their insulin pump needed to be replaced. No additional information provided.